Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Cause was due to customer manually suspending insulin. Reportedly customer's continuous glucose monitor (cgm) was not available due to a non-tandem transmitter issue and customer stopped insulin delivery, as customer thought a cgm was necessary for the pump to deliver insulin. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.